Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a device tilting occurred. On (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted with no peri-device leak. At the 45 day follow up, transesophageal echocardiogram (tee) revealed device tilting or an ¿axis angle change¿ and a peri-device leak greater than 3mm was observed. There was no thrombus reported. The patient was treated medicinally. There were no patient complications reported, the patient was stable.